Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements of greater than 140 ohms. A 10 joule manual shock was delivered with an impedance measurement of 148 ohms. During testing, the field noted it was both difficult to induce ventricular fibrillation (vf) and terminate the vf once it was initiated. An x-ray taken showed no anomalies with the system. The s-ICD remains in service and there have been no additional adverse patient effects reported.